Event description:
It was reported that a patient presented remotely via merlin. Net. Upon examination of the transmission, the patient's right ventricular (rv) lead was found to have exhibited low defibrillation impedance. No intervention was reported thus far. The patient was in unknown condition.

Manufacturer narrative:
Further information was requested, but not received.